Manufacturer narrative:
The provided data indicate a good performance of the ise module. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect na, k for gen.2 results for one patient with the cobas 8000 cobas ise module (double). The initial na result was 167.6 mmol/l. The initial k result was 4.808 mmol/l. These results were reported outside of the laboratory and questioned by the clinician. The repeated na result was 137.0 mmol/l. The repeated k result was 4.207 mmol/l. These results were from an aliquot of the primary tube. The sample was also tested on a radiometer abl800 flex with a na result of 138 mmol/l and a k result of 4.1 mmol/l. The na electrode lot number was m6618. The k electrode lot number was w4159. The expiration dates were requested but not provided.